Event description:
The patient contacted lfs alleging an error 1 message on the ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box). Issue was not resolved and meter was replaced. The complaint is being reported due to the error 1 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it . If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.